Manufacturer narrative:
Ous MDR. During an incoming goods inspection of the device, the battery state was shown to be at eos. The ICD was then subjected to electrical testing and the ICD memory was examined. One hundred forty nine capacitor charges were documented. Of these 149 capacitor charges, 136 occurred within one hour in 2007. With this high number of charges within such a short period of time, the battery was under such stress that the resulting drop in voltage during charging for shock no. 149 caused the device status of eos to be activated. This is an expected reaction for the device and is not an indication of a device defect. This was also confirmed by verifying the charge taken from the battery and during which regular battery charging was found. The stored iegm data was checked. The antibradycardia output signal was normal and reflected the values programmed. The eos state was remedied using a technical programmer. Due to the recovery time following the last charging process, the ICD was now able to again deliver a 30 joule shock. To test such, a fibrillation signal was transmitted and the device reacted as per specifications with a defibrillation shock. The specified level of energy was attained. The ICD had been implanted for 25 months. Due to the 149 charging processes, and most of which occurring within an hour, the eos state was activated as expected, even after the implantation time of 25 months. To summarize, the eos state was as expected. There is no device defect.

Event description:
Ous MDR. After one tachycardia incident, there were multiple capacitor charging instances and shocks delivered. Termination did not occur. The patient had to be defibrillated externally. When the system was interrogated, eos was indicated.